Event description:
This customer reported that the defibrillator failed its self test with the incorrect amount of joules delivered and a check pads error message. There was no pt involvement.

Manufacturer narrative:
(B)(4). This customer reported that the defibrillator failed its self test with the incorrect amount of joules delivered and a check pads error message. There was no pt involvement. The unit was evaluated at philips. The symptom could not be duplicated, however, errors were noted in the system log. The therapy pca was replaced due to these errors. We are considering this a malfunction. We cannot determine the cause since the symptom could not be duplicated.